Event description:
It was reported that a (B)(6) male patient underwent a ventricular tachycardia (vt) ablation procedure with a decanav electrophysiology catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that during a vt ablation case, a pericardial effusion was noticed. There were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The caller stated that there was no ablation yet completed at the time of the incident happened and only a decanav catheter was in use. The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. Additional information received indicated the effusion was noticed during the mapping phase of the procedure while using the decanav to map. No ablation catheter was opened yet. The physician¿s opinion on the cause of this adverse event is that they are unsure and that it could possibly have been the patient¿s condition. A pericardiocentesis was performed in the lab and a drain was placed. The reporter learned that overnight the patient had to go to surgery for further repair of heart wall damage. The patient outcome of the adverse event is unknown, they are not sure why the patient was admitted to the hospital originally, if for vt they were no longer having any, however, they did require surgical intervention to repair the holes made in the cardiac tissue. The reporter states that the patient underwent surgery, and they are not sure if the patient required extended hospitalization because of the adverse event, because they are not sure if the patient was going to be discharged if the vt was taken care of or not. A smartablate system rf generator us was used during the case. A transseptal puncture was performed with a baylis c1 nrg transseptal needle. No ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 78-year-old male patient underwent a ventricular tachycardia (vt) ablation procedure with a decanav electrophysiology catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that during a vt ablation case, a pericardial effusion was noticed. There were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The caller stated that there was no ablation yet completed at the time of the incident happened and only a decanav catheter was in use. The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30679881m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).